Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that medication was stuck on the drawer. A field service engineer discovered that a bent drawer was exerting excessive pressure on the latch, hindering its proper operation. The engineer removed the drawer and made the necessary adjustments. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer was out of order and its recurring for service request. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.